Event description:
It was stated that the unit was not turning on. There was unknown patient involvement, and no patient harm/adverse event reported. Analysis of the device identified a cracked downstream occlusion (dso) seal.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found a cracked downstream occlusion (dso) seal. Functional tests were performed using the occlusion tester. The reported issue was not duplicated, and the root cause of the problem was unknown. The dso seal will be replaced.